Manufacturer narrative:
The device has been received, but the evaluation has not yet begun. Additional information may be submitted once the quality investigation is complete.

Event description:
It was reported that the sys 6 aseptic battery is heating up during inspection at user facility. No associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event

Manufacturer narrative:
The reported event, battery was hot, was not duplicated, through functional and visual evaluation, the technician did not observe the battery to overheat and no internal or external damage was detected. Device was placed in parts retention.

Event description:
It was reported that the sys 6 aseptic battery is heating up during inspection at user facility. No associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.